Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope displayed the b32 error (scope data error). The issue occurred during installation. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope ID data is not available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope data error is displayed and no image appears due to the damaged imaging unit. In regards to the scope ID data is not available, the following factors are generally considered to be the probable causes, damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The event can be detected/prevented by following the instructions for use which state: "the inspection method is described in the instruction manual (operation manual) ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.